Event description:
It was reported that the user¿s ilet displayed ¿connect cgm or enter bg, dosing stops¿ along with alerts for low blood glucose and a sensor error while using a freestyle libre 3 plus sensor, and dosing paused until connectivity was restored. Symptoms included a reported low glucose alert without reported clinical sequelae. Outcomes included temporary interruption of automated dosing with subsequent restoration of cgm readings on the ilet after user guidance, with no hospitalization and no adverse health impact reported. Investigation included customer care troubleshooting and user education to rescan the sensor via the ilet mobile application. Investigation of this case revealed that the cgm-to-ilet connection was lost and then re-established after the rescan, consistent with signal loss to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was that the event was attributable to intermittent cgm communication loss, which resolved with successful reconnection and did not result in injury.